Manufacturer narrative:
The lot number provided is not correct, so it is not possible to determine a MFR date.

Event description:
The customer tested his blood glucose and rec'd a reading of 40 mg/dl. He retested and rec'd a reading of 140 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.